Manufacturer narrative:
Report source. Suitability of a calcium phosphate cement in osteoporotic vertebral body fracture augmentation a controlled, randomized, clinical trial of balloon kyphoplasty comparing calcium phosphate versus polymethylmethacrylate, thomas r. Blattert, md, phd, leonie jestaedt, and arnulf weckbach, md, phd. Device not returned for evaluation; results: no conclusion can be drawn. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
A published article detailing a study on the feasibility of a calcium phosphate cement (cap) in kyphoplasty in comparison to polymethylmethacrylate bone cement (pmma) reported the following observation: a case of complete unilateral washout of cap, by profuse hemorrhaging from the vertebral cancellous bone. The article suggests failure of the procedure in terms of pain reduction. No other information was provided.